Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 17.5, 37.0, 85.0, and 137.5 cm from its proximal end. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned ruby coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the kink observed near the pusher assembly mid-joint. During functional testing, resistance was encountered, and the pusher assembly mid-joint was unable to be advanced through the introducer sheath from its returned position. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization in the gastroduodenal artery (gda) and superior mesenteric artery (sma) using ruby coil lps and a non-penumbra microcatheter. During the procedure, the ruby coil lp would not advance from the starting position within the introducer sheath. Subsequently, the physician pulled back the pusher assembly of the ruby coil lp and attempted to re-advance the ruby coil lp, but the ruby coil lp would not advance. The physician repeated this attempt on the back table but was not successful. The procedure was completed using non-penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.